Event description:
The customer reported to a baxter representative a condition of one infusor that was alleged with a burst bladder. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) - the sample was not available and so the root cause cannot be determined. A batch review could not be completed as the lot number was not provided by the customer. No conclusion can be drawn from the investigation. If additional information or any sample becomes available, a follow-up report will be submitted.